Event description:
A tka was performed on (B)(6) 2014, due to osteoarthrosis. During the procedure of setting femoral rotation, when the surgeon was using an attune balanced sizer to widen the flexion gap to match the extension gap, the front side of the femur was fractured. Because the extension gap was 7mm, the surgeon used the balanced sizer to measure the femoral size. The measurement indicated that it was about size 4.8, thus the sizing was decided as 5. While rotating the locking knob clockwise to widen the flexion gap to 7mm, around 3~4mm the surgeon experienced a resistance and could not rotate the knob further. The surgeon applied more force to rotate the knob, but then the femur was fractured. The surgeon believes that the fracture was caused by the im rod pushing up the distal end of the front side of the femur. The surgeon is unsure how deep the rod was inserted into the femur (because of the characteristic of the instrument, the depth of insertion could varies greatly). The surgeon believes that even if the rod were fully inserted, there could be still a risk of bone fracture. The surgeon found that, because the locking knob does not have the function to regulate the force such as torque wrench, it was difficult to rotate the knob with right amount of force. The surgeon would like to know the solution to prevent yet another fracture when using the instrument. The surgeon also would like to know the reason of why the length of the rod differs from the depuy¿s past instruments, and why the im rod could not be inserted in regular depth.

Manufacturer narrative:
Additional narrative: conclusion and justification status: following investigation by design engineering, it was concluded that: after reviewing the available data associated with this complaint the design of the device is considered suitable for the intended purpose. No design defect has been identified. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.